Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2019 with the following findings: a review of the black box showed call service 078-0008 alarms. The call service 078 was confirmed on rewind. The pump was disconnected from the motor flex and was tested with an external source. No issue was found when running the motor. The motor was forwarded and backward with no issue. The flex connector was examined and it was observed the motor flex would not be seated fully.